Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead insulation was accidentally damaged during a pacemaker replacement. As a result, the lead was surgically abandoned and a new rv lead was implanted. No adverse patient effects were reported.